Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues intermittently occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 29 mg/dl. Reportedly, the customer ¿started losing vision¿ and required assistance from a parent due to the low bg, who provided carbohydrates to address bg. Reportedly, the pump regained connection and the customer continued to use the pump for insulin therapy.